Event description:
Info received indicates while performing preventative maintenance on the bed, the tech found the ground resistance reading was out of range.

Manufacturer narrative:
The tech replaced the ac power cord plug to repair the bed.